Event description:
Information was received from the manufacturer¿s representative (rep) who reported during routine battery change today impedances were okay prior to surgery, however once the battery was replaced contact 0 showed greater than 5,000. The patient was a high energy user and had been through multiple battery changes over the years, and it was possibly the extension became damaged with the repeated in and out over the years with each battery change. The extension was disconnected and reconnected which brought impedance down to 2,780 ohms so they ran current through contact 0 which seemed to fix it temporarily. They checked it again throughout the case and the impedances were back up to >5,000 on contact zero. The surgeon decided it wasn¿t worth the risk of damaging the extension more so they did not continue to trouble shoot since it wasn¿t an active contact for their settings.

Manufacturer narrative:
Section d10 references: product ID 3708660 lot# nkn061431v serial# implanted: explanted: product type extension product ID 3708660 lot# nkn061431v serial# implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: nkn061431v, ubd: 16-sep-2017, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: nkn061431v, ubd: 16-sep-2017, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.